Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be 5 months to elective replacement indicator (eri) level. At the previous interrogation, approximately 6 months earlier, the longevity estimation on the battery was 4 years. Abbott technical support was contacted, the session records were analyzed, and longevity overestimation was suspected to have occurred due to the programmer and that the battery depletion was normal. The physician agreed that a longevity overestimation occurred due to the programmer, however, the physician also suspected premature battery depletion on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomalies. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.